Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose level by administering a correction injection manually and did not require third-party assistance. Technical support provided guidance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump.